Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the review of the sampling technique at the user facility. Olympus engineer visited the hospital to review the sampling technique of the sampler and the facilitator who took the sample that tested positive and the following deviations were noted during the audit: a cardboard was brought in the sampling room, sampler was not wearing appropriate ppe and gloves. There was also another staff that was not wearing ppe in the room. The investigator did not demonstrate. The exact cause of the reported event could not be conclusively determined at this time, because the investigation of this case is ongoing.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. As part of the pms study process, scope inspection was performed at third party laboratory. Below is the summary case report for this scope. After the disassembling, the following was observed; the destructive sampling didn't identify any high concern organisms. Also there are findings by external expert during destructive sampling: bleaching of the glue of the distal end cover, around the light guide lens and objective lens. Detachment of the glue of the distal end cover, around the light guide lens and nozzle. Scratch on the glue of the bending section. Extra glue of the distal end cover and around the nozzle. Oxidation under the glue around the light guide lens.

Manufacturer narrative:
The scope was eto sterilized by a third party and returned to olympus for evaluation. The evaluation found a gray stain in the instrument channel in the control body region, as well as kinks inside the channel in the bending section region. A review of production records found that the scope was purchased in june 2010 and was last refurbished in august 2018. An olympus support specialist reviewed the reprocessing technique of the customer technician who had reprocessed the scope. There were several observations: the leak tester is not inspected prior to use. The scope is wiped down in the middle of manual cleaning instead of the beginning. The cleaning steps are being performed out of order. The scope elevator is not being raised and lowered three times during brushing around the elevator and distal end. The elevator is not being raised and lowered during the use of the suction cleaning adapter. The brushing of the distal end around the elevator is incorrectly done. The reprocessing steps are being done out of order.

Manufacturer narrative:
As part of the post market study, the subject scope was sent for destructive sampling at an external laboratory. The destructive sampling did not identify any high concern organisms. After the disassembling, the following was observed: bleaching of the glue of the distal end cover and around the light guide lens and objective lens. Detachment of the glue of the distal end cover and around the light guide lens and nozzle. Scratch on the glue of the bending section. Extra glue of the distal end cover and around the nozzle. Oxidation under the glue around the distal light guide lens. The scope was then sent to an independent laboratory for ethylene oxide (eo) sterilization and then returned to the service center for evaluation. A visual inspection on the scope and yellow substance was found inside the instrument channel from the biopsy port side and from the bending section side. In addition, the suction channel was inspected and found more yellow substance inside the suction channel from the suction cylinder side. The image was checked and the image is normal. As a result of the destructive testing, the scope was received without the distal end cover and the elevator forceps raiser, therefore, a leak test could not be performed. A review of the scope's instrument history records indicates the scope was last repaired on august 17, 2018. The cause of the foreign yellow/brown substance and the reported positive culture cannot be determine at this time as the investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly

Manufacturer narrative:
The scope has not returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. Currently the investigation is ongoing, and as part of our investigation, an olympus endoscopy support specialist (ess) will be dispatched to the user facility to observe the reprocessing technique of the technician involved, as well as the user facility reprocessing practices, and to provide reprocessing training as necessary. The subject scope will also be sent to an off-site independent laboratory for ethylene oxide (eto) sterilization and subsequent olympus evaluation. Olympus will continue to investigate and work with the user facility to obtain more specific and detailed information regarding the reported event. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus was informed that during a post market surveillance study, the scope tested positive for micrococcus luteus species and enterococcus faecalis species. There was no reported patient infection. The scope was not eto sterilized before the positive culture. Regarding the reprocessing: the detergent is intercept (medivators), the disinfectant is peracetic acid (steris). The minimum effective concentration is checked before every scope is disinfected. The aer is a steris 1e, serial # (B)(4). The endoscope channel is brushed during manual cleaning with a single use endochoice hedgehog channel cleaning brush. Pre-cleaning is performed immediately after a procedure. The endoscope is leak tested prior to manual cleaning using an olympus mu-1 leak tester. It was reported that the steris aer frequently breaks down; the last preventive maintenance date is currently unknown. The most recent reprocessing in-service conducted by an olympus endoscopy support specialist was november 2017 for this scope model. Two new reprocessing employees have been hired since. The customer site trains their own staff. Olympus endoscopy support specialist personnel have observed that the order of reprocessing is incorrect, and an in-service has been scheduled. The endoscope is stored in a well ventilated non-drying storage cabinet, hung vertically with all accessories removed.